Event description:
It was reported that the patient presented for schedule generator change. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increased of capture threshold and variation on r wave amplitude. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.